Event description:
Routine ICD evaluation noted fault in device function and low lead impedance, causing failure to defibrillate with first shock. Add'l 4 shocks until termination of rhythm. Admitted.